Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue 'displayed a blank screen' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, the device was found to have black lines through the display. The cause was identified to be a failing liquid crystal display which requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen during an unspecified process step. There was no patient involvement. No additional information is available.